Event description:
The hcp reported the pt presented to the emergency room with "acute withdrawal type symptoms." The pump was interrogated and it demonstrated that a pump stall occurred in 2005 with no sign of recovery.

Event description:
Additional information from the hcp reports the patient is being treated with supplemental oral medications and is doing quite well.